Event description:
An ICD check was performed on (B)(6) 2016 and noise oversensing was observed in two vf episodes recorded in device memory on (B)(6) 2016. Lead measurements were within normal ranges. Preliminary analysis confirmed the reported event and showed that oversensing resulted from emi.

Manufacturer narrative:
.

Event description:
An ICD check was performed on (B)(6) 2016 and noise oversensing was observed in two vf episodes recorded in device memory on (B)(6) 2016. Lead measurements were within normal ranges. Preliminary analysis confirmed the reported event and showed that oversensing resulted from emi.